Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter read inaccurately high compared to his expected results. The complaint was classified based on the customer care advocate (cca) documentation. It is not known when the alleged issue began. The reporter stated the patient obtained blood glucose results of "119 and 74 mg/dl" with the subject meter. The cca was advised the patient does not take medication to manage his diabetes and continued to follow his usual management routine. After the alleged issue begun, the reporter claimed the patient felt symptoms of incoherent, shaky, cold sweat and lethargic. The patient took food and/ or drank a beverage as treatment. On the evening of (B)(6) 2011, the patient obtained a blood glucose result of "129 mg/dl" on another device. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The cca walked the patient through correctly coding the subject meter to match the test strips. The patient did not have control solution to test the subject meter. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.